Manufacturer narrative:
Our records indicate that this lead remains implanted. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited noise. Technical services (ts) reviewed the electrogram's and indicated that most anti-tachycardia response (atr) episodes were caused by the noise. Ts discussed that the noise resembles myopotential. Ts suggested trying to recreate the noise with isometrics and pocket manipulation. It was noted that impedance measurements had not changed. It was also noted that the device was implanted less than one year ago; however, at this time it can not be determined if the noise is a lead issue or a connection issue. No adverse patient effects were reported. Additional information indicated there was no pacing inhibition or asystole. The patient was being scheduled to come in for an evaluation. No product performance allegations or adverse patient effects were reported.